Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was pain elicited by sudden stimulation from reprograming, triggering from patient report "seizure activity." The patient was being reprogrammed by the rep. All impedances were green prior to reprogramming began. Pt was placed on 800/300 settings with electrode placement at (0+,-1) lead #1 and (-8,+9) on lead #2. The patient reported that she was unable to feel any paresthesia when the cs was increasing intensities nor when she was flexing her spine. The cs increased the intensity to approximately 6ma , then the patient suddenly screamed out in pain. The cs hit the stim off button and the patient reported she had a quick "seizure event" maybe 3 seconds after the all stop which lasted for a second. The cs asked thepatient if she was ok and the pt reported that she "felt light headed". The cs asked a medical assistant to grab a set of vitals on the patient and informed the md and other  medical personnel. The md assessed the patient and concluded she was stable and the electrical charge was the probable culprit. The md made no mention of further testing given the vitals taken were "within normal parameters" and the patient stating she felt fine. The cs asked the patient if she wanted to continue with reprogramming to which she agreed to. The cs tested new programs a,b,c, before the patient was cleared to leave the clinic, with which none of the new programs elicited the same response. No further complications noted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the healthcare provider. Spoke to staff. They stated that on march 15, hcp reached out to the patient who reported no more seizure like symptoms but still had pain. No cause was reported or known. Additional information was received from the manufacturer representative (rep). They were unable to differentiate if it was a seizure or a spastic episode. The doctor was only able to go off of what the patient reported and pt medical hx. Therefore, it is inconclusive, however the pt was stable before she left the clinic.